Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to purulent drainage at the surgical incision. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported symptom. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The clinic conducted a revision surgery on (B)(6) 2025, to address purulent drainage at the incision site.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic conducted a revision surgery on (B)(6) 2025, to address purulent drainage at the incision site. The clinic considered the possibility of explantation and subsequent reimplantation. Further details have been requested.